Manufacturer narrative:
This report is submitted on april 8, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and infection and subsequently was administered antibiotics (date and type not reported). It was also reported that the patient sustained a head trauma.